Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2020-00051, 3005168196-2020-00053.

Event description:
The patient was undergoing a coil embolization procedure in the gastroduodenal artery using ruby coils and a ruby coil detachment handle (handle). During the procedure, the physician placed a ruby coil in the target vessel using the handle, but the pusher assembly of the ruby coil became stuck in the handle; subsequently, the physician was able to remove the pusher assembly from the handle. The physician then placed another ruby coil using the handle, and the same issue occurred; therefore, the physician decided not to use the handle for the remainder of the procedure. The procedure was completed using two pod packing coils and another handle. There was no report of an adverse effect to the patient.